Manufacturer narrative:
H.6. Investigation summary: 4 samples were received. They came with no packaging blister. They have the plastic shield. Each of the samples was connected to a syringe with saline solution. It was not possible to expel the saline solution, therefore failure mode is verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd needle precisionglide 30x1/2in clogged during use on 4 separate occassions. The following information was provided by the initial reporter, translated from portugese to english. Verbatim: patient informed that 4 needles are clogged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 30x1/2in clogged during use on 4 separate occasions. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿patient informed that 4 needles are clogged.¿